Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they had their implant removed in august and september of last year or maybe 2 years ago. Patient stated it took 2 attempts and they still had one little piece of wire less than a half inch long that they couldn't get out because it was so close to the occipital nerve. Patient mentioned they had severe degenerative cystines and hadn't had an MRI since before 2008. Patient wanted to know if they could have an MRI with the wire in there. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Patient mentioned that they called several months ago in regard to the MRI information; patient added that they cannot get the MRI or have their doctor approve until the manufacturer gives the okay and release. Agent reviewed that the manufacturer can not give the okay on MRI's and that patient needs to speak with their doctor. Patient noted that the implant had been placed in their hip and the leads went up their back and across their neck; patient was implanted in the occipital nerve. Patient stated they want the MRI to see the progress of the degeneration and see if surgery would help; patient asked about the voltages of the leads and the compatibility of an MRI. Agent reviewed information. Patient reported that the wire that was left could be causing paralysis and they are wondering if the current implant models are better than the implant they had. When asked for an event date; patient mentioned that the surgery took 2 attempts and it was in august and september of last year or maybe 2 years ago. Hcp got the most out and then had to schedule again and did a twilight sleep where they woke up in pain screaming.

Manufacturer narrative:
Continuation of d10: product ID 377745 lot# v010626 implanted: (B)(6) 2006 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 377745, serial/lot #: (B)(6), ubd: 09-aug-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: upon further review of the information, f1901 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.